Event description:
The pt's implanted valve was originally set at 120mm h2o. The pt presented with clinical indications of subdural hematoma which was confirmed by a CT scan. The valve pressure was subsequently changed to 40mm, 160mm, and then 200mm. The pt was readmitted to the hospital and a right side craniotomy was performed. The surgeon is concerned that difficulty is related to overdrainage that may have occurred due to device malfunction. The valve remains in the pt.